Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical product: unknown tibial insert.

Event description:
Patient was revised to address loosening of the tibial component at the cement to implant interface. Unknown cement used. Doi: (B)(6) 2015; dor: (B)(6) 2018; right knee.